Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3909 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3909 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 962110) for female sterilisation. The patient had a medical history of fibroids, ovarian cyst, dermatitis, hyperlipidemia, menstruation delayed, headache, c-section, spontaneous abortion, parity 3 and multi gravida. Social history: negative for alcohol, tobacco, or drug use. The patient had a family history of diabetes (mother) and hypertension. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3909 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): there is normal external genitalia and urethra. There is physiologic and normal discharge within the vagina. The cervix appears parous without lesions. On bimanual examination, the uterus is anteflexed, normal sized, and mobile. There is no masses or tenderness within the adnexa [hysterosalpingogram] on (B)(6) 2012: impression: 1. Right fallopian tube patency demonstrated with spillage of contrast into the pelvic peritoneal cavity. Follow up at a future date recommended to insure appropriate fallopian tube occlusion by the contraceptive device which is currently ineffective. 2. Left fallopian tube occluded via essure described above. 3. Other findings described above. [Pregnancy test] (date unknown): negative [ultrasound scan vagina] on (B)(6) 2022: uterus measures 10.3 x 5.6 x 7.3 cm and shows no significant abnormality. Hyperechoic foci in region of fallopian tubes are consistent with essure devices. No significant abnormality of the incidentally imaged urinary bladder. Endometrium measures 0.3 cm in thickness. Left ovary measures 2.8 x 2.5 x 2.5 cm. Normal color and spectral doppler flow. Right ovary is poorly visualized but appears measure 3.2 x 1.9 x 2.1 cm, shows color flow within normal spectral waveform, and demonstrates small follicles. No free fluid is seen in the pelvis. Impression: 1. No acute abnormalities in the pelvis. 2. No free fluid. 3. Presumed essure devices in region of fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number added. Lab data updated. Medical history added. Patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of fibroids, ovarian cyst, dermatitis, hyperlipidemia, menstruation delayed, headache, c-section, spontaneous abortion, parity 3 and multi gravida. Social history: negative for alcohol, tobacco, or drug use. The patient had a family history of diabetes (mother) and hypertension. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3909 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): there is normal external genitalia and urethra. There is physiologic and normal discharge within the vagina. The cervix appears parous without lesions. On bimanual examination, the uterus is anteflexed, normal sized, and mobile. There is no masses or tenderness within the adnexa [hysterosalpingogram] on (B)(6) 2012: impression: 1. Right fallopian tube patency demonstrated with spillage of contrast into the pelvic peritoneal cavity. Follow up at a future date recommended to insure appropriate fallopian tube occlusion by the contraceptive device which is currently ineffective. 2. Left fallopian tube occluded via essure described above. 3. Other findings described above. [Pregnancy test] (date unknown): negative [ultrasound scan vagina] on (B)(6) 2022: uterus measures 10.3 x 5.6 x 7.3 cm and shows no significant abnormality. Hyperechoic foci in region of fallopian tubes are consistent with essure devices. No significant abnormality of the incidentally imaged urinary bladder. Endometrium measures 0.3 cm in thickness. Left ovary measures 2.8 x 2.5 x 2.5 cm. Normal color and spectral doppler flow. Right ovary is poorly visualized but appears measure 3.2 x 1.9 x 2.1 cm, shows color flow within normal spectral waveform, and demonstrates small follicles. No free fluid is seen in the pelvis. Impression: 1. No acute abnormalities in the pelvis. 2. No free fluid. 3. Presumed essure devices in region of fallopian tubes. According to bayer qa, the lot number: 962110 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.